Manufacturer narrative:
Cvi received additional information from the patient's ecp, which states that the complaint fully resolved on 06/15/15, patient's current va is od: 20/25 & os: 20/20, patient diagnosed with a chemical corneal injury, and ofloxacin, erythromycin and lotemax were prescribed.

Event description:
Coopervision was informed on 16 feb 2015 that on (B)(6) 2014, a (B)(6) female patient removed their contact lenses due to severe pain immediately after insertion. The patient did not wear lenses until improved for one week after the initial event. New contact lenses from same package were inserted on (B)(6) 2015 and within 3 hours of wear eyes were reported as bright red. Contacts were removed but pain continued. Patient was seen by eye care practitioner (ecp) on (B)(6) 2015. Patient described a diagnosis of severe keratitis and severe corneal burns. Three weeks after visit, patient was still in treatment for corneal burns and had been treated with antibiotics and steroids to help healing. Patient alleges that both the patient and ecp believe the contact lenses were "tainted" either in the solution or material used. The patient reported the event to the FDA. Ecp was contacted for follow up. Ecp relates six visits. Patient initial complaint was that on (B)(6) 2015 patient inserted fresh lenses and had redness and burning within 4 hours and then removed lenses. Exam revealed severe epithelial staining and edema both eyes, moderate limbal and bulbar injection both eyes. The patient was treated with antibiotics and steroids. The ecp diagnosed superficial keratitis. Contact lens wear was permanently discontinued on (B)(6) 2015. It is unknown if event resulted in permanent injury or that the medical intervention received was to preclude permanent injury. There was a temporary decrease in visual acuity both eyes. Patient 2-week follow up exam related spk in both eyes. Comfort and vision improved. Lotemax tapered as directed until it was gone. Patient wears glasses for distance. Using artificial tears 3-4 times daily in both eyes. No lenses were returned for inspection. The lot number was provided. The compliant is unconfirmed. A request for lens return was denied by the patient because according to the patient, she was advised against doing that as it is evidence.

Manufacturer narrative:
The subject lens was not returned for inspection. The complaint is unconfirmed. Patient refused to return device.